Event description:
It was reported the patient's pump and catheter was removed due to a granuloma at the catheter site. This was the patient's second episode of a granuloma. A dye study was performed but no results were reported. The granuloma was identified at the catheter site at the time of explant. The decision was made to remove the system. No patient symptoms were reported. The drug used in the pump was unknown at the time of this report. The patient recovered without sequela. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
Final device analysis results were not available on the date of this report. A follow up report will be submitted when device analysis is complete.